Event description:
Additional information was received: it was reported that the rep was meeting with the doctor on september 30th to try bipolar settings to see if they needed to proceed with surgery. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37601 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for obsessive compulsive disorder (ocd). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: (B)(6) 2019-, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when the patient tried bipolar settings at their last appointment, they did great. They used 1-, 2+ to be within normal impedances and were going to reach out if they were having issues. The doctor and rep hadn¿t heard from the patient since. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for obsessive compulsive disorder, movement disorders. It was reported that the rep was seeing the patient at the clinic today and they indicated that the patient said their therapy for ocd hadn¿t been as good as it had been. The patient was programmed to c+1- at 7.75v and their impedances for that pair was 6435 ohms. 0/1 = 3300, 1/2 = 3976 and 1/3 = 3400. Historically the patient¿s impedances were 1174 ohms. X-ray showed negative for anything remarkable. The hcp was asking if they could increase the voltage enough to get the same therapy benefit when the impedances were elevated, but the agent reviewed they would be over the max output for the ins. It was reviewed programming around and trying with other pairs. If therapy couldn¿t be re-established a revision would need to be considered. Per the rep the patient was also starting to have involuntary shoulder shrugging occurring recently. The rep didn¿t know if it was part of the patient¿s baseline symptoms or not.